Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that she was trying to change out her set when she received the alarm. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that she will keep the out of warranty pump. Customer was advised to discontinue use of the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, excessive no delivery test due to alarms. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.